Event description:
It was reported that this right atrial (ra) lead was initially reported to be surgically abandoned due to high pacing threshold output and low amplitude measurement. In addition, this ra lead was clarified to be surgically abandoned due to lead dislodgement which was confirmed via fluoroscopy. The explanting physician diagnosed lead noise or no capture on the active ra lead leading to explant of the active ra lead resulting to this ra lead having a cut on the lead insulation and serial number area. Eventually, this ra lead was explanted, replaced with a non boston scientific model and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.